Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, and ok buttons were difficult to press and required multiple presses to respond. The reporter indicated that there was no known damage or moisture ingress to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: visual inspection of the pump confirmed that the keypad cover was intact with no evidence of peeling or other damage. The keypad was tested and all keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the keypad button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked and a pump leak test found that the pump casing was leaking. Corrosion was found in the battery compartment. When the pump was opened no further moisture was visible inside the pump.